Manufacturer narrative:
Device expiration date: unknown. (B)(6). PMA/510(k)#: there are multiple PMA/510(k)#s that may be associated with this device. As the lot number and manufacturer are unknown, the possible PMA/510(k)#s are k980987, or k151766. Device manufacture date: unknown. Investigation summary: the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. CAPA is not required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced cannula breakage during use. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown (provided: 5262019). It was reported that a needle that broke off the syringe when she tried to remove it and another syringe that seemed to take in air as it took in insulin. On (B)(6) 2019: description of issue: customer reports a needle that broke off the syringe when she tried to remove it and another syringe that seemed to take in air as it took in insulin did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1 of each. Item number: 3 ml syringe ¿ 309657. 26 g, 3/8¿ needle ¿ 305110. Product lot number: 5262019.